Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus evaluated the device in combination with an olympus monitor and an olympus endoscope, but couldn't reproduce the reported failure mode. The manufacturing history doesn't show any irregularity. As the device has no problem and the customer used the device with a non-olympus monitor, the reported event could be a compatibility issue. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before unspecified procedure, an endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.